Event description:
On (B)(6), 2009, brainlab ag became aware of a letter by the customer stating that a higher than intended radiation dose was delivered to 4 pts. Brainlab brainscan treatment planning software version 5.31 was involved. The hospital states: at the time of treatment planning commissioning by the hospital, the dose data for small conical collimators was obtained with a less than optimal measuring device. This resulted in erroneous dose data for those conical collimators. The dose data was entered into the brainlab planning software version per protocol. The brainscan treatment planning software version 5.31 worked as intended for all treatment plans.

Manufacturer narrative:
According to the hospital there are no negative clinical consequences to be expected for the pts. According to the hospital, the events occurred on (B)(6) 2008, (B)(6) 2009. Erroneous dose data implementation by hospital resulting in unintended pt treatment. No failure of the device was stated by the hospital. Corrective and preventive actions: since there was no quality or performance issue or malfunction of brainlab equipment, there are no remedial actions intended by brainlab at this point of time.